Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 195268.

Event description:
It was reported that the patient was not getting right sided coverage and ipg has not been holding a charge. The patient underwent an ipg and lead replacement procedure and the patient was doing well postoperatively. The explanted devices were not returned to bsn as they were discarded by the medical facility.